Event description:
A nurse reported three tass cases at their facility. They have been reviewing their processes to help determine and eliminate the cause of tass. The nurse stated that tass could be related to their lens chopper. They only have one lens chopper, they clean it and reprocess it using flash sterilization between cases. The cause of tass is not known. Additional information was requested regarding patient information and outcome.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. We are unable to determine the root cause in this investigation. No further action will be taken. An ophthalmic industry task force headed by five drs, was formed to help determine possible causes involved with the industry-wide increase in tass observations in march 2006. Following issuance of a final report from this committee in september 2006 stating that no specific product could be identified as a cause for tass, a special report was issued entitled, "recommended practices for cleaning and sterilizing intraocular surgical instruments" as a guidance to help prevent single-facility outbreaks related to contaminated/degraded instruments.